Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the patient¿s blood glucose reached 11.6 mmol/l (208 mg/dl) while wearing the pod less than 1 hour on the arm. The patient reported being unsure if the cannula was properly seated and found the cannula bent. It was discovered that the pink slide insert did not move into the viewing window and the cannula deployed, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient started bleeding when he took the pod off. No treatment details were provided.